Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up it was noted the patient experienced infection. Cultures were returned (B)(6) and antibiotic treatment was administered. The implantable pulse generator (ipg) system was explanted and a temporary ipg system was implanted on the right hand side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.